Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the event most likely occurred due to the reprocessing procedure not being completely implemented due to a water leak that occurred in the equipment, leaving foreign matter on and around the forceps table. However, the machine was a loaner machine and there were no complaints from end users. Therefore, the cause of the event could not be identified. The event can be detected/prevented by following the instructions for use (IFU) which state: "if the cleaning, disinfection, and sterilization of the endoscope is insufficient in the IFU, it states that there is a risk of infection to the patient and the operator who performs the following procedure using the endoscope. All channels of the endoscope, including the elevator wire channel where fitted, must be cleaned and high-level disinfected or sterilized during every reprocessing cycle, even if the channels were not used during the previous patient procedure. Otherwise, insufficient cleaning and disinfection or sterilization of the endoscope may pose an infection-control risk to the patient and/or operators performing the next procedure with the endoscope." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Additional information has been received for this event. This supplemental report is being submitted to provide this information. Please see the updates in sections: g3, g6, h2, and h10. Since the device is an olympus loaner asset returned by the customer without any malfunction reported, there is no record of reprocessing information available from the customer. Customer is trained on reprocessing as per the instructions for use (IFU) by olympus field service; however, there is a possibility, that being olympus loaner asset, the device is returned without the reprocessing done by customer.

Event description:
This is an olympus loaner device that was sent in for receipt inspection to the service center with no malfunction reported. There is no reported harm to any patient. Upon evaluation of the returned device, it was observed that there is foreign material like dirt on the forceps elevator. This medwatch is being submitted for foreign material found on the forceps elevator during device evaluation.

Manufacturer narrative:
The device is returned and an evaluation completed for it. Upon inspection and testing, it was observed that there is foreign material like dirt on the forceps elevator. Other observations for the device are: due to a cut on distal end rubber coating (a-rubber), water tightness is lost; adhesive on a-rubber is detached; connecting tube has a scratch, suction (s) cover, switch (sw) 1, and universal cord have a scratch; s-cylinder and forceps channel port are shaved; s-connector is deformed; angulation is low and knobs have play; and distal end cover (c-cover is dirty. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.